Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there were incidents in ICU where the 1ml tb syringe cracked. Photos provided by the customer depicted the luer tip of the syringe was cracked.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported there were incidents in ICU where the 1ml tb syringe cracked. Photos provided by the customer depicted the luer tip of the syringe was cracked.¿ a review of the device history record (DHR) for lot no. 723339x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested. Inspections focus on damaged product or components, holes, splits, or cracks in the barrel which permit leakage, and leak testing. Molded component records were also examined with no issues noted. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. No product/sample was provided for evaluation. However, two (2) photographs were received. In the first photograph, the tip of the syringe appears to be slightly bent and a crack down the length of the tip can be observed. There appears to have been some sort of impact that the tip encountered at the very end of the tip of the syringe which likely caused the crack to occur. The second photograph depicts, via the packaging, the product to be manufactured from lot # 723339x as product code (B)(4). The condition of the cracked tip of the syringe would have most likely been caused by excessive force or impact being applied to the tip of the syringe. The most likely time this defect occurred would be during the assembly process when the syringes are being transported in chutes from the hopper to the rotary assembly machines (rams) and then placed in-line to be indexed throughout the assembly process. During this process it is possible the part(s) may have caught on a part of the chute, rail, or another part while being indexed, causing just enough impact to slightly bend the part but not break the tip off causing the tip to be cracked or split up the length of the tip. This issue may have also potentially occurred during further processing or use of the syringe. Without a representative sample(s) being provided, a comprehensive investigation could not be performed. There is insufficient evidence indicating specifically that any of these scenarios occurred. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. This event will be communicated to the appropriate manufacturing and quality assurance personnel. Available information is insufficient to warrant further corrective or preventative action at this time. If information is provided in the future, a supplemental report will be issued.